Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump¿s battery life was shorter than expected. The reporter confirmed that there was no damage to the battery compartment or battery cap and that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: review of the black box data and download history revealed records of ¿replace battery¿ alarms, some alarms occurring immediately after rewind attempts. On examination, there is visible moisture behind the display lens. The battery compartment was noted to be cracked below the grip pad and there was a crack in the case at the lower right corner of the display area. A battery cap was not returned with the pump for investigation; all investigation was completely using a test cap which was able to secure properly to the pump. During the investigation, the pump emitted ¿replace battery¿ alarm on each attempt to rewind the pump. Because of these alarms, full and complete investigation was not possible. The electrical current draws were evaluated and found to be within specifications; however investigation was unable to obtain the ¿rewind and load¿ values due to the battery alarms that occurred at each rewind attempt. A leak test revealed moisture leakage into the pump at the site of the crack in the pump case. The pump case was removed for investigation and revealed evidence of moisture contamination inside the pump. Investigation was not able to adequately investigate the ¿battery life¿ complaint due to the inability to complete all current draw measurements. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.